Event description:
"S/p b subgland surgitek bilumens 270:130 for augmentation. Had closed caps pt believes l changed over the years. C/o some local pain, arthralgias, (+ am stiffness) myalgias, paresthesias/dypesthesias, spasms, swelling, fatigue, sleep disturb, sore throats, low grade fevers, hot flashes/sweats/chills, headaches, tmjd, visual changes, dizziness, memory loss, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold/chem, sob/cp costochondritis, choking sensation, wgt fluctuations, gi/gu probs, and panic attacks. Also c/o halitosis, otherwise healthy."